Manufacturer narrative:
Investigation - evaluation a review of manufacturing instructions, quality controls and visual inspection was conducted on the returned device during the investigation. One complaint device was returned for evaluation. Product evaluation report confirms fragmentation of device with notes to grasper marks along each fragmentation area specifically at sideports. Patient required surgery to remove fragmented portions of device. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reports that an (B)(6) premature baby developed bilateral pulmonary effusions. Bilateral chest tubes were placed on (B)(6) 2017; the patient was already intubated and on mechanical ventilation. The chest tubes were explanted on (B)(6) 2017. Post explant x-ray showed that one chest tube fragmented in the chest. The patient underwent surgical removal of the retained fragmented pieces on (B)(6) 2017. Post-operative x-ray showed no retained device fragments. The patient was extubated on an unknown date and is reported as progressing. The customer reports that the explanted fragments continued to fragment while being rinsed for preservation. No further information was provided. The actual device is not available for evaluation.